Event description:
It was reported that the patient presented in clinic for follow up. Upon review, inductive interrogation was very slow and radio frequency interrogation could not be established with the pacemaker. The device was in radio frequency lock out. No intervention was performed. The patient condition was stable.

Event description:
New information received notes that technical services verified that the pacemaker has successfully checked in to merlin.net and transmissions are expected.